Event description:
It was reported that the patient experienced fluid loss with an ambicor penile prosthesis (app). The entire app system was explanted and a new 12 mm x 16 cm spectra penile prosthesis (spp) was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.